Manufacturer narrative:
Result: the complaint of ¿ineffective stimulation¿ was not confirmed. The octrode leads were returned cut with anomalies consistent with explant damage. However, the lead segments passed continuity testing which verified their ability to deliver output to the stimulation ends of the leads without interruption. No physical or functional anomalies were observed that would contribute to the reported complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Subsequently, the scs system was explanted. The patient had two 2 scs leads with the same lot number.